Event description:
Numbness, burning, stinging, leg and groin pain. Pain in uterus after orgasm. Swelling most significant in legs. Persistent bleeding, spotting, and vaginal odor. Lupron provided symptomatic relief but is not safe to continue. Pain in legs in lumps and hard areas.